Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 8, 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultralink meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began around (B)(6) 2015 (time not provided). The patient also alleged that the subject meter displayed an error 2 message. The patient manages her diabetes with an insulin pump. The patient stated that she took her usual dose of medication (including sliding scale) during (B)(6) 2015 (times not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "shakiness, sweatiness and confusion" the day after the alleged product issue began. The patient stated that she visited her doctor's office on (B)(6) 2015 where she received hcp advice to replace the subject meter. During the visit, the patient's blood glucose was tested at 1:15 pm using a doctor/clinic device and the result obtained was "161 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the patient was using the correct testing technique, the meter did not turn on when the power button was pressed, there was no indication of product misuse, the meter did not turn on when a new test strip was inserted, based on information provided, the battery did not need replaced, the correct test strips were being used and the alleged product issues could not be resolved with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed the symptoms of "shakiness and sweatiness" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.